Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2017 with the following findings: the pump was returned with corrosion found in the battery compartment. The battery compartment was found to be cracked. The pump's black box showed unusual fluctuations of the voltage. There was moisture found on the internal components of the pump. The pump's current draws measured within specifications.